Event description:
It was reported that the customer received a button error alarm on the insulin pump. Her blood glucose level was 68 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump passed the displacement test and unexpected restart error test. No restart alarms were noted. The insulin pump was received with a cracked case at a display window corner and a cracked display window.